Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the station had multiple recurring issues. The keyboard was not working, and device was too slow to respond, drawer 4 was jammed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working, slow to respond and drawer 4 was jammed. A field service engineer inspected machine and found keyboard was working on arrival. Later fse confirmed that drawer was working fine. The fse discovered that the universal serial bus (usb) power settings were not configured correctly for three usb adapters. These settings were corrected, and customer concerns were escalated to medbank support. Multiple attempts were made, and no repair information was available.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the station had multiple recurring issues. The keyboard was not working, and device was too slow to respond, drawer 4 was jammed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.